Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported the foot pedal is stuck and the system is displaying an overload fault. No patient injury was reported.